Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor was not working correctly. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.